Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported stent dislodgement could not be determined. It was reported that the omnilink elite stent delivery system (sds) was advanced to the target lesion; however, the stent was not visible on fluoroscopy, and therefore the sds was removed. The stent was noted to be dislodged proximally on the shaft of the sds. Factors that may contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping during manufacture, an incorrectly sized sheath, forceful sheath removal, inadvertent mishandling during preparation, interaction with accessory devices, or manipulation against resistance. In this case, analysis of the returned device confirmed the reported stent dislodgement. It is possible that the patient¿s calcified lesion contributed to the reported stent dislodgement and the observed stent deformation (flared struts). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a calcified lesion in the right common iliac artery. The lesion was pre-dilated with a 9.0x20mm armada balloon catheter. The 10.0x19mm otw omnilink elite stent delivery system (sds) was advanced over a command 18 st guide wire to the target lesion and the balloon inflated to 12 atmospheres. Post inflation the stent was not visible on fluoro therefore the sds was removed. The stent was noted to be dislodged proximally on the shaft of the sds. A new stent of the same size was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.